Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08 april 2026, it was reported by a customer via email that a patient underwent secondary knee arthroscopy with fat pad debridement for anterior knee pain ((B)(6) 2026), following an acl repair undertaken on (B)(6) 2024. This occurred on (B)(6) 2026 during a secondary knee arthroscope with fat pad debridement for anterior knee pain. The case was completed successfully. There was case involvement. Dr. Said that he reported a second operation as the acl repair patient was part of the wa acl repair study. No problem with the acl repair construct or implants. Patient required a second operation for fat pad debridement.